Manufacturer narrative:
Title: clinical features and short-term outcomes of bariatric surgery in morbidly obese patients: institutional experience at a rural hospital source: bariatric surgical practice and patient care volume 16, number 1, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a prospective study evaluated postoperative complications of patients who underwent bariatric surgery between july 2016 and december 2017. Ligasure was used to divide the gastrocolic and gastrosplenic ligaments, the left diaphragmatic pillar and to create a window for the non-mdt stapler. There were 101 patients in the study and post-operative complication included: 1 omental hemorrhage was drained by per cutaneous intervention.